Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 515052, batch no: 1906101. It was reported that during use of the bd phaseal¿ optima injector (n35-o) the injector and connector separated during infusion. The following information was provided by the initial reporter: patient #2 (B)(6) ¿ (B)(6) yr old male (weight (B)(6) kg) 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port disconnect: (B)(6) 2019 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; day shift rn reported 3 additional disconnects later that morning (last disconnect required new bag to be made).

Manufacturer narrative:
Investigation: two sample injectors were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received injector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the injector and a sample connector from lot 1904104. In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation has been initiated to look further into this matter. CAPA#(B)(4). Was initiated.

Event description:
Material no: 515052 batch no: 1906101. It was reported that during use of the bd phaseal¿ optima injector (n35-o) the injector and connector separated during infusion. The following information was provided by the initial reporter: patient #2 (B)(6): 66 yr old male (weight 71.9 kg). 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port. Disconnect: (B)(6) 2019 ~ 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; dayshift rn reported 3. Additional disconnects later that morning (last disconnect required new bag to be made).